Event description:
It was reported that after the right ventricular lead was inserted into the patient, the atrial channel started to present far field r-wave (ffrw) sensing, but undersensing on the p-wave. The analyzer was shut down and restarted and the atrial and ventricular channels exhibited low p-waves. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).